Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the system stopped phacoemulsification power during a procedure. The case was completed with an alternate system. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A service visit was performed.

Event description:
Additional information was received from a company representative. The system worked correctly, the reported event seemed due to the handpiece.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. However, the event was confirmed (via event logs), indicating the handpiece may have contributed to the event. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported event. The handpiece was not returned for evaluation. Therefore, the root cause cannot be conclusively determined.